Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2005. It was reported that the pt's charging sys was unable to communicate with her ipg. The pt reported that she had not had stimulation since (B)(6) 2010. A replacement charger was unsuccessful at resolving the issue. The physician decided to explant and replace the ipg with a different model on (B)(6) 2011. No further pt complications have been reported.